Manufacturer narrative:
(B)(4). At this time, records indicate that this lead remains in service. The field area representative was contacted for further information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) discussed further evaluation options and continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
At this time, records indicate that this device remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating defibrillation threshold (dft) testing and commanded shock testing was performed to evaluate the system. Impedance measurements were within normal limits and the device clinic elected to monitor the system. No additional adverse patient effects were reported.